Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure because the device was not working due to a broken tubing above the pump. All the components were removed and replaced with a new ipp. No information was provided about the patient's outcome. No more information is available at the moment.